Event description:
Facility reporting 4 patients had ercp (endoscopic retrograde cholangiopancreatography) procedure a9 out-patients. Post-procedure they complained of fevers and chills. Paeudomonas aeuroginosa was present in their blood stream. IV (intravenous antibiotics) administered to all 4 patients who were hospitalized. One patient was in the ICU, however it is unknown why patient was placed in that unit.